Event description:
Boston scientific received information that six days post-implant, this right ventricular (rv) lead exhibited decreased pacing impedance measurements, increased pacing threshold measurements, and decreased r-wave sensing. A microdislodgement was suspected. The physician intended to program around the sub-optimal lead measurements; no lead revision was planned. It was also reported that during the implant procedure, the rv pacing impedance measurements were high, out-of-range. The field representative suggested that the physician disconnect and reconnect the lead and device, and this resolved the impedance issue. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
--